Manufacturer narrative:
(B)(4). Reference manufacturer report # (B)(4) for additional devices used in the same case.

Event description:
According to the reporter: the blue toggle broke off of the handle of the device.